Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a watchdog timer error message during power up and several times while rebooting the cycler. An air detected in cassette warning then occurred several times during fill 4 of 4 of treatment. Fluid was then seen on top of the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed a little film of fluid was on the solution bag but could not locate the leak. The bag appeared to be sweating from condensation but then stopped. The patient noticed that the bag was nearly empty during dwell 4 of 4 of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not received the replacement cycler and is continuing with peritoneal dialysis on the old cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and solution bag were discarded and not available to be returned to the manufacturers for physical evaluation, however, the old cycler is available to be picked up and returned.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a watchdog timer error message during power up and several times while rebooting the cycler. An air detected in cassette warning then occurred several times during fill 4 of 4 of treatment. Fluid was then seen on top of the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed a little film of fluid was on the solution bag but could not locate the leak. The bag appeared to be sweating from condensation but then stopped. The patient noticed that the bag was nearly empty during dwell 4 of 4 of treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not received the replacement cycler and is continuing with peritoneal dialysis on the old cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and solution bag were discarded and not available to be returned to the manufacturers for physical evaluation, however, the old cycler is available to be picked up and returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post accelerated stress test (ast) was performed on the cycler and passed. There were no alarms after the ast and cycler reboot. The cycler underwent and passed a voltage verification test, vacuum check, and patient sensor calibration check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.